Manufacturer narrative:
The device was returned to olympus for evaluation. A visual and microscopic inspection upon the received condition of the device noted two devices inside the slots of the blue container; also a dried yellow foreign material in the container was noted. The device was received opened without the original sterilized packaging. The root cause of the reported event could not be determined. The device will be sent to the OEM for further investigation.

Event description:
It was reported that upon receipt of the device at user facility a foreign object was observed in the packaging.